Event description:
It was reported that a device fracture occurred. A direxion hi-flo microcatheter was selected for transcatheter hepatic artery embolization (tace). During the procedure, it was noted that the shaft of the catheter was broken. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device shaft was microscopically analyzed for any damage. The devices shaft showed a fractured shaft locate 3.6cm from the hub. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A fractured shaft was confirmed.

Event description:
It was reported that a device fracture occurred. A direxion hi-flo microcatheter was selected for transcatheter hepatic artery embolization (tace). During the procedure, it was noted that the shaft of the catheter was broken. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.